Event description:
N/a.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11 (investigation findings update). Revised investigation findings: the duraseal exact spine sealant system (206520) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. Medical assessment - as part of the investigation, a medical assessment has been performed to evaluate the possible relation between the reported event and product use. The assessment concludes the following: ¿based on the complaint information received and reviewed to date, the cause of the patient's death was metastatic renal cancer and acute renal failure, and the product was not causal to the patient¿s demise. However, regarding the spinal compression, the customer stated that the duraseal expanded by more than 12% and compressed the patient¿s spinal cord, request for additional information, including operative notes, spinal levels where duraseal exact was used and surgical approach were not provided. Without the operative report, it is unknown whether the proper amount was used, or if the use of the product and proper surgical techniques were followed as recommended by the instructions for use (IFU).¿ ils did a design review which further shows and explains how duraseal xact was developed as a surgical sealant adjunctive to sutured repair of the dura after spine surgery. Xact was designed specifically with low swelling characteristics as a product specification to minimize the chance of cord compression due to expansion of the gel post-op. With all the available information, the root cause of the reported issue cannot be determined. Per the dfmea, potential causes of failure include: issues with solution mixing and coverage. The risk remains acceptable per the risk analysis. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Updated fields: b1, b2, d9, g3, g6, h1, h2, h3, h6, h11. Additional information received as follows: does the customer consider "spinal cord compression" an injury to the patient? Yes. How was the procedure completed? We have questioned the customer, but we have not yet received a response. Investigation findings: the duraseal exact spine sealant system (206520) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. Per the dfmea, potential causes of failure include: issues with solution mixing and coverage. The risk remains acceptable per the risk analysis. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after use on a patient with renal carcinoma, duraseal exact spine sealant (206520) expanded by more than 12% and turned into a gummy substance, causing spinal cord compression. The procedure performed was "cordotomy, myelotomy by radiofrequency, and laminectomy." The procedure was completed without delay and patient injury. All other information is classified as confidential and is not available to us.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h6, h11. Additional information has been received from the integra representative reporting the following: "the patient of this complaint died. The cause of the patient's death is metastatic renal cancer and acute renal failure. The customer does not question the product, stating that they are accustomed to using it, that it is approved, and meets all technical specifications, making it appropriate for the type of surgery performed. It was reported that the patient experienced paralysis in the legs after the surgery, and the medical team reassessed the case. According to them, the product expanded more than expected. After the product was removed, the patient still did not regain mobility."